Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing hub was stretched on (B)(6) 2025. The blood glucose level was 446 mg/dl and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6010329, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6010329 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 30-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot: 4l03376 was manufactured according to the wi version 65 and manufactured in the machine gluing sc05-sc06, on 29-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot: 4l03383 was manufactured according to the wi version 65 and manufactured in the machine gluing sc05-sc06, on 25-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot: 4l03377 was manufactured according to the wi version 65 and manufactured in the machine gluing sc05-sc06, on 28-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.